Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that blood glucose was 450mg/dl and treated with bolus. The customer declined to troubleshoot since he stated that its because of the sensor and he was kicked out auto mode. The insulin pump will not be returned for analysis.